Event description:
It was reported to philips that the device was dropped and various parts need to be replaced. It was reported to philips that the alleged issue occurred while the device was in use on a patient. However, no adverse patient impact was reported by the customer.